Event description:
Possible misclassification of arrhythmias reportedly led to the inappropriate delivery of therapies.

Event description:
Possible misclassification of arrhythmias reportedly led to the inappropriate delivery of therapies.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf dr models approved under (B)(6).